Event description:
It was reported that a pump alarm occurred during insulin therapy, preventing successful cartridge loading and resumption of therapy. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to use multiple daily injections as a backup therapy, and the pump will be replaced by technical support. The customer understood the instructions to put the pump into storage mode before returning it and was provided with a pre-paid label for return.